Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following a visual inspection. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 23-aug-2017. The report indicated. "The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured at the neck. Damage consistent with the explantation process and cement-mantle breakdown were observed on the stem." A material analysis has been performed. The report concluded: "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined". Medical records received and evaluation: a review by a clinical consultant noted: "the mar confirms there is a fatigue fracture. The x-ray shows an exeter stem with poly cup in apparently normal position and stable cemented fixation." "The observed cement mantle defects along the body surface in the mar are fairly frequent but carry no relationship with a neck fracture. As such can this case not be solved with the current information but requires more info, especially more radiological information." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. A review of the provided records by a clinical consultant concluded "as such can this case not be solved with the current information but requires more info, especially more radiological information" no further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon has reported an upcoming revision on an exeter stem. The exeter stem has broken across the trunnion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
The surgeon has reported an upcoming revision on an exeter stem. The exeter stem has broken across the trunnion.